Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from customer, that the v60 ventilator displayed a "backup alarm failed" error message (1104). The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "backup alarm failed" error message (1104). The device was evaluated by a service engineer (se), and it was reported that the central processing unit (cpu) was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.